Manufacturer narrative:
Concomitant medical products: 6721m50 lead, (B)(6) 2001. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced ventricular tachycardia. The implantable cardioverter defibrillator (ICD) experienced premature battery depletion. It was also noted that an epicardial lead exhibited failed shocks due to shunted shock energy because of a fracture. The device was explanted and replaced and the lead was capped and replaced with a subcutaneous coil. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.